Event description:
Material#: unknown. Batch number#: unknown. It was reported by customer that about a month ago she saw foreign material and blood backfill on the bd syringes. Verbatim#: rcc received a complaint via email. Email(s) attached. Vendor part#: unknown lot number: unknown a registered nurse (rn) reported via email that about a month ago she saw foreign material and blood backfill on the bd syringes. Dear customer: the purpose of this letter is to notify you the manufacturer that fresenius medical care na distributors of your syringes received the above complaint.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
B.3: the date received by manufacturer has been used for this field. D.3: franklin lakes has been listed as the manufacturer. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, the complaint could not be confirmed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe had blood excess, splash, spill, exposure. The following information was provided by the initial reporter: "a registered nurse (rn) reported via email that about a month ago she saw foreign material and blood backfill on the bd syringes. Dear customer: the purpose of this letter is to notify you the manufacturer that fresenius medical care na distributors of your syringes received the above complaint." Exposure to blood bodily fluid was reported.